Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that white powder was found on tube set.

Manufacturer narrative:
(B)(4). Visual inspection: strykeflow 2 tube set was received, the tube set was visually inspected and the white residue reported on the disposable tip was confirmed. The white marks are believed to be from rubbing of the disposable tip on the tybek lid during shipping. The probable root cause/s could be extreme shipping conditions, incorrect or inadequate packaging, improper storage. The failure(s) identified in the investigation is consistent with the complaint record. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that white powder was found on tube set.